Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine explant of this pacemaker for normal battery depletion, the rv lead was stuck in the device header. The lead sustained damage to the insulation and to the terminal end during attempts to remove it from the device header. The device was successfully explanted and replaced and the lead was surgically abandoned and replaced. No adverse patient effects were reported.